Event description:
The pt experienced a loss of therapeutic effect after the implantable neurostimulator was replaced. Impedances were greater than 2000 ohms on some or all of the unipolar pairs. The device was reprogrammed using monopolar settings. With the amplitude programmed to 4 volts or greater, the pt had some therapeutic effect. The pt experienced transient paresthesias in his fingers and his hand. A follow-up report will be submitted if additional information becomes available.